Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v644344, implanted: (B)(6) 2011. Explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v644344, implanted: (B)(6) 2011, explanted: (B)(6)2012, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that their first device was replaced because ¿the wires were crossed or something¿ and the device never really worked because of this. The patient programmer showed a call your doctor message. The patient recovered completely.